Event description:
It was reported that this inflatable penile prosthesis (ipp) had a fluid loss and was not cycling. Upon revision, a tear in the tubing was found, causing the fluid leak and lead the system unable to cycle properly. A surgical procedure was performed during which the existing ipp was removed and replaced. No patient complications were reported.